Event description:
It was reported that during a laparoscopic adrenalectomy on the second firing, the device locked down on the adrenal artery and would not open. They tried to pull the trigger from the handle but finally had to pry the jaws off the vessel. They got a new device to complete the procedure. The pt lost greater than 500 cc of blood. The pt is currently fine. The device will be returned.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.